Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that both undersensing and oversensing were seen on the implantable cardiac monitor (icm) due to small r-waves and intermittent large t-waves. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: model #/lot #. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were two false pause episodes due to undersensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.